Event description:
Hcp reported the pt presented with signs of an infection of the lumbar region that included redness, swelling, and drainage. The onset of the infection was approximately 7/17/2002. A culture of the lumbar region was positive for mrsa. The pt did not have meningitis. The pt was treated with IV antibiotics and total device system explant. The infection resolved and the pt had a baclofen withdrawal symptom of itchiness. The pt had risk factors of a chronic infection of osteomylitis and decubitus ulcers.